Manufacturer narrative:
Concomitant products: product ID: 5076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the electrogram strips showed far field r-wave (ffrw) oversensing with the right atrial (ra) lead, and possible oversensing of the p-wave with the right ventricular (rv) lead. In addition, there were drops in impedance measurements with both leads, and lead insulation issues were suspected. There was also low impedance on the ra lead. It was further reported that reprogramming was performed for lead sensitivity, and subsequently both ra and rv leads were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.